Event description:
Indication-elevated ventricular pacing threshold with evidence of exist block and lead insulation break on the atrial lead noted at the time of the revision. Atrial lead crack in insulation and appeared to be brittle silicone star-shaped crack.